Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 433 mg/dl and kept getting an alert that bolus was not being delivered. The customer was assisted with delivering a bolus and found that they were not selecting the middle key to deliver a bolus. Customer declined troubleshooting for high readings. The insulin pump was not replaced or returned for analysis.